Manufacturer narrative:
Submit date: 6/8/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the gauze contains strings and black debris.

Manufacturer narrative:
The reported complaint issue is not a documented failure mode in the risk management file. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Most likely root cause is reported issue occurred during manufacturing process. No corrective/preventive action will apply since the reported condition was not confirmed because a sample was not return. No containment is required as exact root cause could not be defined. It had been indicated that a sample would be returned for evaluation for the referenced complaint however to date a sample has not been returned and due to the dated complaint, it is not conceivable that a sample would still be available however if one has been retained, please let us know so that arrangements can be made to obtain the sample. If information is provided in the future, a supplemental report will be issued.